Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Tip detachment can be affected by numerous factors including, but are not limited to: manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. Return of the xience v stent delivery system may have aided in the investigation and determination of cause, but without the product to examine, a conclusive cause could not be determined. There is also no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tip detachments for this lot.

Event description:
It was reported that during preparation, the protective sheath was removed and the tip was found detached. No patient involvement. No additional information was provided.